Event description:
In 2012, pt. Had spinal cage implanted with an interior decompression and bone graft. Some time after surgery, pt c/o severe neck stiffness, sore throat, ambulation difficulties and she needs a walker to get around. A year later, pt. States the doctor told her that her "cervical spine was not working" because she "needed to get her lumbar spine done". Pt got a second opinion and the doctor told her that she has "normal wear and tear" and that "nothing is wrong". Pt states that these two doctors are now on trial for implanting fraudulent materials into pt's. Pt is concerned that she may have some of these implanted inside of her, and that's why she is having problems now. Pt sought a third doctor's opinion and he stated " the screws are not connected.¿